Event description:
It was reported that the tip broke during an unspecified spinal surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The cup at the tip of the curette is worn and dull, but there does not appear to be any piece that fragmented from the tip.